Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.8cm abdominal aortic aneurysm. It was reported that during a follow-up a type ia endoleak was identified and the endograft was suspended in the aneurysm. Maximum diameter of the aaa was 55mm and it was determined to proceed with repair. The patient received treatment with a stent graft placed at the left renal and the placement of helifx endoanchors. As per the physician the cause of the event was anatomy related with the growth of the aortic neck over time resulting in the distal migration of the stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Films review summary: the exact cause of the stent graft migration leading to the proximal type I endoleak could not be determined from the limited films provided. The anatomy at implant is unknown, and earlier post-implant films were not provided for comparison. Review of a CT film report from 12- ½ years post-implant confirmed that the aneurx bifurcate had migrated into the aaa sac. The proximal neck was conical-shaped, ranging from 21 ¿ 26 ¿ 30mm in diameter along a 16mm neck length. The bifurcate aortic body appeared kinked over itself; however, the iliac limbs did not appear compressed/kinked. A single still angiogram during an intervention revealed that an endurant bifurcate with limbs had been implanted into the migrated aneurx stent graft system, resolving the proximal type I endoleak and migration. In addition, several endoanchors were seen having been implanted into the proximal bifurcate and aortic neck. It is likely that disease progression due to neck dilation contributed to the stent graft migration. If information is provided in the future, a supplemental report will be issued.